Event description:
It was reported that nexiva 22ga 1.00in y w/ cap was missing the tubing clamp. The following information was provided by the initial reporter: before opening the packet, it was noted that the clamp was missing from the extension set.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed sealed devices that were missing the clamp. The reported issue was confirmed. Missing clamps are most likely the result of an abnormality in the manufacturing process. Omitted clamping components, can be the result of tooling damage during the automated assembly process. Two in-line automated vision systems are in place to confirm the presence of the clamp and remove any non-conforming material. In order to by-pass both systems the pallet or mount, for in-process products, would have to have sustained damage that could have triggered a false positive. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y w/ cap was missing the tubing clamp. The following information was provided by the initial reporter: before opening the packet, it was noted that the clamp was missing from the extension set.